Event description:
It was reported that the patient "felt stimulation on and off when she walked past a normal freezer and electric kitchen appliances" for 4 to 5 weeks prior to the report. It was noted that the patient "felt changes in her stimulation". It was noted that the patient checked her patient programmer and found that all parameters were "as she left them". It was noted that the patient did not have "cycling or schedule therapy programmed". It was noted that the adaptive stimulation (as) feature was programed on. It was noted that the patient's "stimulation was good and programming was good". If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. (B)(4).